Event description:
The manufacturer received information alleging an issue relating to the ventilator's power source. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error codes related to the charging of the internal battery were observed. The device's internal battery needs to be replaced to address the issues.